Event description:
Related manufacturer reference number: 1627487-2022-02822. It was reported that the patient's drg system was not providing effective therapy after experiencing multiple falls. X-ray confirmed lead fracture.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient having ineffective stimulation due to a lead fracture was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated wherein surgical intervention occurred wherein the fractured lead was explanted and replaced to address the issue.